Event description:
Additional information was receive from the healthcare provider (hcp) via the company representative (rep) reporting that the cause of the alarm being heard but not present in the logs + tenderness at the pump site was not determined. It was not heard by healthcare staff or the company representative (rep). Nothing found in alarms. Nothing additional to report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine via an implantable pump. It was reported that the patient was hearing the pump all day long, every hour for 2-3 months. The healthcare provider had performed an alarm test and the patient identified the alarm as the non critical. The patient also reported that the area around the pump was tender but there had been no change in therapy. Their elective replacement indicator was for (B)(6) 2026. There were no alarms in the logs besides a normal motor stall in november due to magnetic resonance imaging. The patient heard the alarm no matter where they were located. They confirmed that there was no active alarm banner in the home tab. Technical services reviewed that there was no way to silence the pump because there was no indication that the pump was alarming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.